Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: the device related to the reported event of deflation was received february 12, 2020 with lot number 2829952. Visual analysis of the returned device identified: one curved opening, void >1 mm in non-textured and fold creases. Leak test and microscopic analysis was performed which identified: one opening sharp and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side valve bond edge assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.